Event description:
It was reported that four clips did not close all the way and fell of the cystic duct during a laparoscopic cholecystectomy. The device had at first fired some clips successfully, and then started having problems. Another clip applier was used. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with no remaining clips. The locking mechanism was engaged, preventing the handle from being actuated. The jaw of the device appeared to be in proper alignment. The clip retainer and push fork were acceptable. The device's ability to fire clips could not be tested due to the lack of remaining clips. The device history record was reviewed and no discrepancies were noted.